Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Attempt(s) for additional information with the physician were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. (B)(4).

Event description:
A patient with an implantable pulse generator (ipg) was reported as deceased and died at home and no further information is available. It was also noted that the patient was a participant in the (B)(6) study. A cause of death was requested and not received.